Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, fever, and cloudy effluent. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin (intraperitoneal, 1gm start), imipenem (intraperitoneal, 1gm once a day), and amikacin (intraperitoneal, 100mg, once a day) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.